Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) reviewed safety mode device settings. This pacemaker remains in service, however device replacement was recommended. No adverse patient effects were reported, and it was noted that the patient was pacer dependent. Additional information received reported that this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) reviewed safety mode device settings. This pacemaker remains in service, however device replacement was recommended. No adverse patient effects were reported, and it was noted that the patient was pacer dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) reviewed safety mode device settings. This pacemaker remains in service, however device replacement was recommended. No adverse patient effects were reported, and it was noted that the patient was pacer dependent. Additional information received reported that this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.